Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. During troubleshooting, the fse confirmed that the host pc internal slots and boards connections were good, the issue occurred after re-plugging the graphic cards and memory cards. The fse disassembled the housing and reloaded system os and applications. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.